Event description:
During the case, a wire guided retrieval basket was deployed, the gallstone was captured in the basket and was attempted to be crushed with the product. When doing so, there is a failsafe, where the tip of the basket pops off if the stone is unable to be crushed. When this tip comes off, the basket can then slip off the stone and be removed. In this case the tip did not detach, which caused the basket to be stuck on the stone. The basket with the stone was attempted to be removed from the patient; however, it was too large and whenever the wire was pulled the patient began to become bradycardic, due to this the basket and stone was left in the patient with the guidewire cut at the distal end. [Redacted] recommendation was to transfer the patient to [redacted] where they have eus, spyglass and lithotripsy. Patient was emergently transferred to [redacted] hospital. We do have spyglass here but [redacted] nor his partners are trained in use, and [redacted] felt eus may be needed, a service we do not have, nor (B)(6).